Manufacturer narrative:
It was reported that the pump is giving the "s-stop" error message during checking of the machine. A getinge field service technician was onsite and investigated the unit in question on (B)(6) 2021. During routine check, while performing pump reboot, s-stop error message occurred. After checking with other working motor control board, pump booted well, found working ok. The motor control board was replaced with a new one. After that the hl20 was tested according to factory¿s specification and put back in use. Thus the reported failure "s-stop" error message could be confirmed. A motor control board with the reported failure "error s-stop" was already investigated in a previously complaint on 2020-04-21 with the following outcome: the affected motor control board was visually inspected. No damaged or missing components were detected. At start up, the pump ran at high speed, stopped and triggered the error ¿s-stop¿. Control signals and the 24v voltage supply line deviated from the expected behavior. The transistor t1 (mosfet) was found to be defective and exchanged with a functioning one. The motor control board was tested again; the device completed startup routine successfully. The 24v voltage line and involved control signals behaved as expected. The most probable root cause of the reported failure is a defective power transistor t1. The product in question was produced in 2010-12-10. The review of the non-conformities during the period of 2010-12-10 to 2021-11-15 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
During routine check, while performing pump reboot, "s-stop" error message occurred. Complaint ID #(B)(4).